Manufacturer narrative:
Summary: the most probable root cause of this event is equipment/design. The most probable cause is the bottom film was not fully bonded to the top film and creating an incompletely sealed cell. This could be caused by debris on the roller seal that would not properly seal the area around the cell pack and would create a channel for the chemistry to migrate from the cell. In conclusion, there is no expected impact to quality of the dispositioned finished product batch due to this event and the recommendation is that their disposition status of ¿release¿ remains unchanged and no market action is warranted. There are specific product use instructions on the carton, pouch film and insert stating, ¿do not use if the heat cell contents leak and/or wrap is damaged or torn".

Event description:
Event verbatim [preferred term] iron powder leaks out [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), device lot number m32661, expiration date aug2018, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated iron powder leaks out on an unspecified date. The action taken with thermacare heatwrap is unknown. The outcome of the event is unknown. Product investigation results received on 23jun2017 were as follows: summary: the most probable root cause of this event is equipment/design. The most probable cause is the bottom film was not fully bonded to the top film and creating an incompletely sealed cell. This could be caused by debris on the roller seal that would not properly seal the area around the cell pack and would create a channel for the chemistry to migrate from the cell. In conclusion, there is no expected impact to quality of the dispositioned finished product batch due to this event and the recommendation is that their disposition status of "release" remains unchanged and no market action is warranted. There are specific product use instructions on the carton, pouch film and insert stating, "do not use if the heat cell contents leak and/or wrap is damaged or torn". No follow-up attempts are needed/possible. No further information is expected. Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: based on the available information, the patient reported "iron powder leaks out." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. Company conducted an investigation, the most probable root cause for this event was classified. There is no expected impact to quality of the dispositioned finished product batch due to this event and the recommendation is that their disposition status of "release" remains unchanged and no market action is warranted.

Manufacturer narrative:
Summary: the most probable root cause of this event is equipment/design. The most probable cause is the bottom film was not fully bonded to the top film and creating an incompletely sealed cell. This could be caused by debris on the roller seal that would not properly seal the area around the cell pack, and would create a channel for the chemistry to migrate from the cell. In conclusion, there is no expected impact to quality of the dispositioned finished product batch due to this event and the recommendation is that their disposition status of ¿release¿ remains unchanged and no market action is warranted. There are specific product use instructions on the carton, pouch film and insert stating, ¿do not use if the heat cell contents leak and/or wrap is damaged, or torn."

Event description:
Event verbatim: iron powder leaks out [device leakage]; case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), device lot number m32661, expiration date aug2018, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated iron powder leaks out on an unspecified date. The action taken with thermacare heatwrap is unknown. The outcome of the event is unknown. Product investigation results received on 23jun2017 were as follows: summary: the most probable root cause of this event is equipment/design. The most probable cause is the bottom film was not fully bonded to the top film and creating an incompletely sealed cell. This could be caused by debris on the roller seal that would not properly seal the area around the cell pack and would create a channel for the chemistry to migrate from the cell. In conclusion, there is no expected impact to quality of the dispositioned finished product batch due to this event and the recommendation is that their disposition status of "release" remains unchanged and no market action is warranted. There are specific product use instructions on the carton, pouch film and insert stating, "do not use if the heat cell contents leak and/or wrap is damaged or torn." No follow-up attempts are needed/possible. No further information is expected. Company clinical evaluation comment: based on the available information, the patient reported "iron powder leaks out." No adverse event was associated with the use of the device. This is a single potential device malfunction, which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. This case will be re-assessed upon receipt of additional information., comment: based on the available information, the patient reported "iron powder leaks out." No adverse event was associated with the use of the device. This is a single potential device malfunction, which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information.